Manufacturer narrative:
Exact patient weight reported as (B)(6). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient has deformation and pain in the leg. There was an absence of bone formation after two (2) months; the patient was partial weight-bearing of five kilograms at the time. A re-operation with a nail was performed. It was reported there was a two hour delay to the procedure but it is unknown if it was the initial procedure or the revision procedure; the reason for the delay is also unknown. This is report 1 of 9 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The plate was broken as claimed by the customer and shows scratches and dents at both sides. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 4.5mm cortex screw (part 214.838, lot 9151089, quantity 1); 5.0mm locking screw (part 213.338, lot 9229396, quantity 1); 5.0mm locking screw (part 213.338, lot 2819535, quantity 2); 5.0mm locking screw (part 213.336, lot 2820200, quantity 2); 5.0mm locking screw (part 213.336, lot 1464402, quantity 1).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: february 25, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no prolongation in either procedure. The revision procedure took a total of two hours to complete. When the devices were received at the manufacturer, it was noted that two were broken and the rest were intact.